Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded.the patient did not receive medical intervention.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful.the manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time.if pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jun 04, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging of visualization of particles in the airway. Related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture verified the device provides airflow using a known good power supply. Manufacture observed light dust-like and fibrous contamination and other unknown white residue was observed on and around the iso port, minor unknown white contamination at the air inlet of the blower box at the filter location, minor unknown gray colored contamination in the bottom enclosure,observed a white dust like contamination on the top of the blower motor, and blower outlet seal,observed a white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and throughout the blower box interior, indicating potential water ingress. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460v01 and was unable confirm the presence of degraded sound abatement foam. Manufacturer confirmed evidence of potential water ingress into the blower box. Manufacturer confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam, on/in the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.